Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a nc quantum apex balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a pinhole 4mm from the tip. There is contrast present in the inflation lumen and balloon. There is blood present in the guidewire lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon was unable to be inflated and a hole was suspected. A percutaneous coronary intervention was being performed. A 15mmx2.50mm nc quantum apex balloon was unable to be inflated and the user suspected it had a hole. The procedure was successfully completed with a different device without issue or patient injury.